Manufacturer narrative:
Once sample was returned for evaluation. Visual inspection confirmed that the catheter tubing was separated/detached near the hub. The strain relief was also missing from the catheter. The exact root cause is unable to be determined with the confidence. The breakage occurred during use of the device, so it is possible that the cause is due to excessive force being applied to the catheter. There were no manufacturing issues noted.

Manufacturer narrative:
The device has not been returned for evaluation; however, images were provided. The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
9 days catheter placement in the body, the catheter shaft was detached from the female lure connector. Blood leak was found on the bandage around the catheter insertion site, at first. Then, it was found that the catheter shaft was detached from the lure connector and the catheter shaft was left in the body. After that, the catheter shaft was retrieved by an operation. The bandage was used to cover the site to prevent the patient from pulling the catheter out. The sample is held at the hospital. It will be returned to us when the patient is discharged from the hospital.